Event description:
The customer contact reported "when channel b is programmed and a cassette is placed into channel c, channel c will infuse with the programming from channel b." The pump was returned to the biomedical engineering dept with a note that stated "alarms door on b and c." No specific event info was provided. During testing at the user facility, after channel b of the device was programmed, it was noted that channel c recognized the programmed sequence and would deliver with the programming from channel b. There were no reports of adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.